Event description:
The patient reportedly fell and hit their head at the implant site which produced an opening of the upper portion of the scalp incision. The patient's family member took them to the center the same day. Upon examination, it was noted that the ics was secure and that no part of the device was visible. The child underwent revision surgery for reclosure of the scalp wound.